Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet bionic pancreas stopped dosing insulin after its cgm connection was lost, the device entered bg run mode, and bg run subsequently expired, resulting in hyperglycemia with a reported glucose of 335 mg/dl. Customer care provided support that included troubleshooting, education and notice of an approximate 30-minute pairing and synchronization period. Investigation of this case revealed that the ilet functionality depended on an active cgm signal and that bg run has a limited duration after sensor disconnect, after which automated dosing ceases. No clinical symptoms reported during the event. Outcomes included temporary loss of automated insulin delivery and need for user-initiated backup therapy. It was concluded that the event was consistent with hyperglycemia due to absent cgm input and bg run expiration, with resolution expected upon sensor replacement and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.